Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture via CT scan. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2, d4, d6 (b), g4, h4, h6.

Event description:
Physician later reported rupture, capsular contracture, baker grade iii, migration, lymphadenopathy, and granuloma. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture/silicone migration: observed an opening assessed as an unidentified (tear) opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ cyst: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: creases observed on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Physician reported rupture via CT scan. Physician later reported rupture, capsular contracture, baker grade iii, migration, lymphadenopathy, and granuloma. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.